Event description:
A malfunction alarm with code malf 16 was reported, indicating an issue that could not be reset. The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact on their blood glucose level. Tandem technical support decided to replace the pump, as it was still under warranty. The customer was instructed to use multiple daily injections as a backup insulin therapy to avoid interruptions in insulin delivery. They were also guided on how to put the pump into storage mode and agreed to return the faulty pump using a pre-paid label within 10 days.